Event description:
It was reported that during use the urine leakage was confirmed from near the foley catheter funnel. It was also mentioned that health professional has been requested to recall all items from the same lot, so health professional will also return the four unopened items.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.